Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt their heart rate was slow and presented to the hospital. The implantable pulse generator (ipg) was at elective replacement indicator (eri) and premature battery depletion was suspected. It was also reported that the device was in vvi65 mode and had a full electrical reset. The device was explanted. No further patient complications have been reported as a result of this event.